Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: the product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, diopter -12.0 into the patient's right eye (od) on (B)(6) 2019. Incident date the same day, the surgeon reports endophthalmitis and blurred vision. Eye drops and "internal remedy" performed. Patient give steroid installation every hour, 6 tablets of prednisone for 5 days. The inflammation was then relieved. The cause of the event is reported as unknown.